Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a care alert triggered for the right ventricular (rv) lead exhibiting one low impedance measurement. The impedance for the lead chronically trends low, but this alert was below the threshold limit. The lead currently remains in use and the patient was advised to follow up with their cardiologist. No patient complications have been reported as a result of this event.